Manufacturer narrative:
Correction: the delivery catheter system (dcs) lot number was corrected to 0007588463 and the manufacturing date was updated.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the tip of the delivery catheter system (dcs) caused a rupture in the aortic arch as it was attempted to advance towards the aortic valve. Initial advancement was attempted with a non-medtronic guidewire and in-line sheath. When this did not work, advancement was attempted with a second non-medtronic super stiff guidewire used as a "buddy" guidewire in the pigtail catheter. Further progress was made, but the patient's blood pressure dropped and cardiopulmonary resuscitation (CPR) was initiated. A thoracotomy was performed and CPR continued for approximately 40-45 minutes. The rupture was unable to be repaired and the patient expired. The physician reported that the death was not caused by the device but was due to the patient's anatomy. The dcs was removed from the patient and examination noted there were no abnormalities that may have affected the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.